Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical united kingdom's service department. The malfunction was observed during incoming testing; however, after disassembling the device to determine root cause, the malfunction was no longer seen. At this time the customer has not approved the repair of the device. Analysis for reports of this type has not identified an increase in trend.